Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: no information. Implant date: alleged: (B)(6) 2002. No medical records provided. (B)(6) 2002: alleged implant of gore-tex® soft tissue patch [1287840/1415020010]. No medical records provided. Relevant medical information: no information. Explant preoperative complaints: no information. Explant procedure: no information. Explant date: alleged: (B)(6) 2004. No medical records provided. Relevant medical information: (B)(6) 2014: (B)(6) south carolina. Inpatient hospitalization. (B)(6) 2014: (B)(6). Operative report. Laparoscopic cholecystectomy and adhesiolysis. Only page 2 of procedure provided. ¿trocar. Three 5-mm trocars were placed in the right side in the subcostal region. The gallbladder was then grasped and retracted superiorly. The hartmann's pouch was then retracted laterally. The cystic duct and cystic artery were then cleared after dissection. The critical angle was visualized. After we confirmed cystic duct, we placed 2 clips in the proximal side and 1 in the gallbladder side. We then divided the cystic duct between the clips. Cystic artery was similarly skeletonized. We then clipped the cystic artery and divided the cystic artery between clips. We then removed the gallbladder away from the liver bed without incident. We then placed the gallbladder in a specimen retrieval bag and removed it. After that, we inspected the lower abdomen. The entire abdomen seemed to be blank fitted with adhesions as well as multiple bowel loops appeared to be adherent. At this point of time, under general anesthesia, the rectus appeared to be pretty separated and with the amount of lower abdominal weight as well as abdominal obesity, it was intraoperatively decided that the patient was extremely at high risk without weight loss to proceed with any kind of open ventral hernia repair. At this point of time, we decided to abort the procedure. Hemostasis was looked for and obtained. Port sites were removed under direct vision. Lap count and instrument count were correct x2 at the end of the procedure. The port sites were closed using 4-0 vicryl sutures. The patient was awakened and taken to the postoperative suite in stable fashion.¿ (B)(6) 2015: medical university of south carolina. Inpatient hospital admission. (B)(6) 2015: (B)(6) md (resident)/ (B)(6) md. History and physical. History of present illness: ¿62yo f presents for her 27th lifetime operation today, for planned laparoscopic possible open recurrent incisional hernia repair. She has a complex medical and surgical history including multiple previous incisional hernia operations. Today she reports she has not had any new allergies to medications or medications (though did have interval treatment for cellulitis that is now complete) since last being seen in clinic. Her abdominal pain related to her hernia is unchanged and made worse by exertion, coughing, and straining.¿ physical exam: abdomen: soft with midline lower abdominal scar present with bulging lateral and fascial irregularity palpable beneath. Plan: proceed to surgery. (B)(6) 2015: (B)(6) md. Operative report. Assistant: (B)(6) md. Preoperative and postoperative diagnosis: recurrent incisional hernia with abdominal pain. Procedure: open repair of recurrent incisional hernia, implantation of mesh, and open small-bowel resection x2 with anastomosis. Implant: prolene soft. Anesthesia: general. Estimated blood loss: 300 cc. Complications: none. Drains: 2. Specimen removed: small bowel. Procedure: ¿under endotracheal general anesthesia, the patient was prepped and draped in the usual fashion. Incision was made in the left upper quadrant and this incision was used to enter the abdomen in a visiport technique. The patient had no incidents from this entry. We then placed another trocar on the opposite side. We identified numerous small bowel adhesions which appeared to be very densely adherent to her lower midline scar. At this point, it was determined that this was not feasible to be done laparoscopically. We converted to an open incision. We meticulously took down adhesions; however, the small bowel was extremely adherent especially in the pelvis anterior to the abdominal wall and the previously placed mesh which made it impossible to take down these adhesions. We then proceeded to make a couple of enterotomies by retracting in order to take the adhesions down. The small bowel with the enterotomy was isolated. We worked extensively for almost an hour and freed up all the adhesions, and we were able to trace the bowel all the way from the ligament of treitz to the ileocecal junction. There were two areas of small bowel predominantly in the ileum which appeared to have enterotomies with some devitalized tissue. At this point of time, we decided to resect these two segments. They totaled about 10 cm each. These were resected using echelon stapler with a blue load. We then created one anastomosis about 10 cm proximal to the ileocecal junction. This was done in a side-to-side fashion in a standard way, and the common enterotomy was closed with an echelon stapler with a blue load. Crotch stitch was placed to reinforce the anastomosis, mesenteric defect was closed using a 3-0 silk stitch. Similarly upstream to this we created another side-to-side anastomosis. This was done as stated above after enterotomies were created using an echelon stapler with a blue load. The common enterotomy was closed with another echelon stapler with a blue load. Crotch stitch was placed. The mesenteric defect was closed using a 3-0 silk stitch. Once all of this was done, we further ran the bowel all the way from the ileocecal junction to the ligament of treitz. We then proceeded to irrigate the abdomen copiously. We then closed the fascia in the midline using a #1 looped pds suture. We had placed 0 ethibond sutures and u-stitches to anchor the prolene mesh. We then proceeded to bring a piece of prolene mesh after betadine irrigation of the wound was done. We then tied down these 0 ethibond sutures to anchor the mesh. We then proceeded to place couple of drains in this space and brought it out and secured it using a 2-0 nylon stitch. We then closed the skin in layers using 3-0-vicryl suture and the skin was closed using staples. The patient was then awakened and taken to the postoperative suite in stable fashion. Lap count and instrument count were correct x2 at the end of the procedure.¿ (B)(6) 2015: (B)(6) md. Pathology. Specimen: gallbladder. Final diagnosis: chronic cholecystitis, cholelithiasis. (B)(6) 2015: (B)(6) ,md. Pathology. Specimen: ileum. Final diagnosis: benign small bowel with adhesions, viable surgical margins. ¿it consists of two segments of small bowel measuring 10 x 3 x 2.5 cm and 15 x 3.5 x 2 cm. The shorter piece has two stapled ends and three sutured areas along the length of the specimen. The longer piece has two stapled ends and a 1 cm defect in the central portion of the specimen from which green fecal material is exiting the lumen. Both pieces have adhesions on their surfaces. The surgical margins of the smaller piece are shaved and the specimen is opened to reveal tan mucosa with normal folds. No mucosal lesions are identified. The surgical margins of the longer piece are shaved and the specimen is opened to reveal pale tan mucosa with normal folds. No mucosal lesions are identified.¿ (B)(6) 2015: (B)(6) md. Radiology. X-ray abdomen. Impression: ¿multiple dilated loops of small bowel with multiple air-fluid levels consistent with a small bowel obstruction. This could be represented at the site of the hernia repair, consider CT to evaluate.¿ (B)(6) 2015: (B)(6) md. Radiology. CT abdomen/pelvis with contrast. Indication: post op day 12, abdominal distention and bilious emesis, concerning kub [kidney ureters bladder]. Impression: ¿distal small bowel obstruction with a transition point in the distal ileum, with characteristics of both a closed loop obstruction possibly due to an internal hernia.¿ (B)(6) 2015: (B)(6) md. Discharge summary. Hospital course: patient was admitted to the gi surgery service on (B)(6) 2015 and taken to the operating room for her scheduled procedure as above. Pod 6 ngt d/c, diet advanced to sips of clears, flatus noted, PICC placed. Pod 7 added suppository to stimulate bm, tpn initiated. Pod 8 2urbc for hgb 6.5. Pod 9 tpn d/c. Pod 10 discharge planned. Pod 11 emesis reported and discharge plans d/c, po intake good. Pod 12 ngt placed, CT for rule out small bowel obstruction. Pod 13 nothing by mouth, nasogastric tube [ngt], septic work-up for overnight fever (38.9), blood cultures + klebsiella (cefepime, flagyl). Pod 14 diet to clear liquids, ngt d/c, PICC d/c, +bm/f [flatus], pt re-consulted, flagyl d/c. Pod 15 continued cefepime. Pod 16 left jp and some staples re-moved, pt d/c to home. Home health services to follow. (B)(6) 2015: medical university of south carolina. Inpatient hospital admission. (B)(6) 2015: (B)(6) md. History and physical. History of present illness: ¿62 yo f with extensive medical and surgical hx that was recently discharged from gi surgery 12/4/15 after open ventral incisional hernia repair, mesh implantation, and sbr x2. She is transferred from osh in florence after presenting there with abdominal pain and CT scan concerning for sbo [small bowel obstruction] in rlq possibly near site of small bowel anastomosis. She reports initially doing well at home following discharge the first few days, but became nauseated yesterday and started vomiting. She wasn't able to tolerate anything po, and reports her vomitus as being bilious and foul smelling. She denies any fevers, infections, chest pain, sob, or changes in her bowel habits.¿ physical exam of abdomen reveals tenderness. Admit with small bowel obstruction. (B)(6) 2015: (B)(6) md. Discharge summary. Hospital course: ¿patient was admitted on (B)(6) 2015 with a sbo that was noted on CT scan from osh and transferred to musc with an ng tube in place. She had a PICC line placed for tpn. Ng tube was removed on (B)(6). Bm on 12/15 and tpn was stopped on (B)(6). She began having better return of bowel function after implementing an aggressive bowel regimen. She was medically cleared for discharge on (B)(6) 2015 with planned follow up in 1 month. She was instructed to keep taking her bowel regimen medications at home for the next few weeks.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to¿death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible complications with the use of any tissue deficiency prosthesis: complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: repair of incisional hernia with onlay patch with gore-tex mesh. Implant: gore-tex® soft tissue patch [1415020010/(B)(6)]. Implant date: (B)(6) 2002 [hospitalization dates unknown]. ¿ (B)(6) 2002: (B)(6). (B)(6) md. Operative report. Preoperative and postoperative diagnosis: incisional hernia. Blood loss: approximately 30-60 cc. ¿ procedure: ¿the patient is brought to the operating room and placed in a supine position on the operating table under general anesthesia. The abdomen is prepped with betadine scrub and betadine solution and draped in sterile sheets and towels. An incision is made in the midline extending from above the umbilicus down to the lower part of the midline. The scar is excised. Absolute he is achieved with electrocoagulation. The large area of scar is dissected out. There is a small piece of small bowel which is adherent to the anterior surface of the abdomen. This is opened and is closed with 2-0 chromic and 3-0 silk on the serosa. Absolute hemostasis is achieved. The abdomen is irrigated with sterile saline. The patient's wound is then closed with #2 mersilene interrupted sutures in a far-near near-far closure. An onlay patch of gore-tex is placed on the anterior surface of the repair and sutured in position with #1 prolene sutures. Absolute hemostasis is achieved. It is irrigated out with sterile saline. Subcutaneous tissue is closed with 2-0 chromic. Skin closed with skin staples.¿ ¿ (B)(6) 2002: (B)(6). Implant sticker. ¿gore-tex soft tissue patch.¿ lot#: 01289840. Item#: 1415020010. Revision procedure: repair of ventral hernia. Revision date: (B)(6) 2004 [hospitalization dates unknown]. ¿ (B)(6) 2004: (B)(6). (B)(6) md. Operative report. Preoperative and postoperative diagnosis: ventral hernia. ¿ procedure: ¿an incision was made in the midline, carried down to the lateral aspect of the incision. The patient has some gore-tex graft mesh which had been placed previously. A small area of dehiscence which was repaired with #1 surgilon. The bowel is reduced back into the abdominal cavity. All debris and fatty tissue is removed from the hernia sac area. Absolute hemostasis was achieved with 3-0 plain ties, electrocoagulation. Subcutaneous tissue closed with 2-0 chromic. Skin closed subcuticular with 2-0 chromic and the skin closed with skin staples.¿. Relevant medical information: ¿ (B)(6) 2012: medical imaging report. (B)(6), md. Radiology. CT abdomen and pelvis. Diagnosis: abdominal pain and history of 4 hernias. Findings: ¿patient status post ventral hernia repair with mild diastasis recti and anterior mesh material noted. A small single herniated loop of bowel is noted likely within the herniated repair. There is no evidence of bowel obstruction or bowel incarceration.¿ impression: ¿patient with diastasis recti and postoperative ventral hernia repair with hernia mesh noted. Several bowel loops are noted within the diastasis with herniation of bowel at least into hernia repair. No evidence of bowel obstruction or bowel incarceration.¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.".

Manufacturer narrative:
It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2002, whereby a gore-tex® soft tissue patch was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh detachment, hernia recurrence, bowel resection, adhesions to small intestine, adhesions, chronic abdominal pain . Additional event specific information was not provided.